Event description:
Surgeon was using a diamond jaw atraumatic 5 mm grasper #90-3009 from the general laparoscopic instrument kit #169-003 when it broke leaving a small piece of metal in the patient. The surgeon was able to retrieve the piece which broke off.